Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain clarification on the touchscreen issue, confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a touchscreen issue. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) informed the customer to complete a touchscreen calibration and if the unit continued to exhibit an issue, then replace the touchscreen. The rse provided the replacement part information the touchscreen part and also provided the part information for the user interface (ui) assembly.